Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified renal artery. The target lesion was predilated using balloon angioplasty for a residual restenosis rate of an estimate of 50%. A 4.0mm x 19mm x 150cm express sd stent was advanced for treatment, but it was unable to cross the lesion. When the stent was removed from the patient, it was noted that the device's edge was lifted. The procedure was completed using another device. No complications were reported and the patient condition following the procedure was stable.